Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user awoke with a blood glucose of 53 mg/dl; the ilet pump did not alert while the associated phone alerted, and the user attributed the event to a prior issue requiring a factory reset. Symptoms included hypoglycemia. Outcomes included self-treatment with fast-acting carbohydrates and a prompt return to target range without hospitalization. Investigation included troubleshooting and education. Investigation of this case revealed that the cause of the hypoglycemia and the lack of pump alert was unclear, and no device component malfunction was confirmed. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.